Manufacturer narrative:
Section a2: correction. Section b5: user facility report # 3400300000-2020-00001 was received on 11mar2020. Section d4 (UDI): additional information. Manufacturer's analysis conclusion: the reported event of damage to the modular cable was not confirmed as the modular cable was not returned for evaluation. Multiple requests for additional information were made to determine if the modular cable would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the modular cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the modular cable. Heartmate iii instructions for use (IFU) section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient arrived in clinic on (B)(6) 2019 with low voltage advisories. Damage was noted on the vad modular cable and white power lead of the controller. Upon inspection, it was noted both battery clips were in disrepair and replaced. No further information was reported.